Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump act button did not respond due to moisture damage on keypad trace. No button error alarm noted. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 149 mg/dl. No significant events leading to the alarm were observed. Nothing further reported.